Manufacturer narrative:
One catheter with attached monoject 1.5cc limited volume syringe was returned for evaluation. The original, opened packaging box, tray, and cal-cup were returned with the unit. No introducer was returned. The balloon inflated but failed to maintain its inflation due to an interlumen leakage in the catheter body around distal tip area between the inflation and distal lumens. Leakage was noted from the distal lumen when the balloon was inflated. Further examination confirmed leakage between the inflation lumen and the distal lumen between the 10cm marker and the catheter tip. A cut down was performed exposing the distal and inflation lumens and a split in the webbing was observed 2.5cm proximal of the catheter tip. The proximal injectate lumen was patent without any leakage or occlusion. No visible damage or inconsistencies to the balloon, catheter body, returned syringe, or cal-cup was observed. Balloon inflation test was performed using returned syringe with 1.5cc air by holding the balloon under water. Visual examination was performed under microscope at magnification 20x and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of "the balloon did not inflate before use¿ was confirmed, the catheter was found to have an interlumen leakage in the catheter body. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that "the balloon did not inflate before use." No patient injury was reported.